Event description:
It was reported that during a da vinci s prostatectomy surgical procedure, the customer experienced a system error 22003. With the support of an isi regional service specialist, the site attempted to troubleshoot the system error without success. The site converted to traditional open surgical techniques to finish the planned surgery. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by isi field service engineering concluded that system error code #22003 experienced by the customer was associated with the right gimbal master tool manipulator (mtm). The master tool manipulator refers to the master manipulators at the surgeon's console. One mtm is assigned to the surgeon's left hand (mtml) and one to his right (mtmr). The right gimbal is a component within the mtmr, which contains 3 of 7 axis. The system was repaired by replacing the affected right gimbal mtm. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code #22003 appears when the davinci s safety system determined a differential change in the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer), were out of specified tolerance for agreement. Upon determining these conditions, the safety system put davinci s in a "recoverable safe state". The right gimbal mtm was returned to isi for failure analysis investigation. Engineering concluded that an axis potentiometer assembly had malfunctioned, thus generating the system error experienced by the customer. As of 2008, there have been no reported recurrences of the issue at this hospital.